Event description:
Caller reported that a malfunction occurred on the pump, identified as malfunction code 16. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Customer was assisted by technical support in resetting the pump; however, the issue recurred, leading to the decision to replace the pump. Customer will use multiple daily injections (mdi) as backup therapy to ensure continuous insulin delivery. The replacement pump was sent, and the customer was provided with instructions for storage mode and the return process for the problematic pump.